Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during second inflation at 7 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older.